Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on (B)(6) 2009. The patient experienced some vaginal discomfort (B)(6) prior to seeing the physician in the office on (B)(6) 2011. She subsequently began to spot. The physician diagnosed the patient with a mesh extrusion and the patient underwent a mesh excision on (B)(6) 2011. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). The physician opined that the cause of the mesh extrusion may be related to the downward pressure of the mesh in that particular area. The patient was prescribed an estrogen cream to use after the initial procedure but was not compliant. Since the patient was symptomatic with pain and bleeding, the physician decided to forego further estrogen therapy prior to repair. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.